Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bypass, while applying the device in the stomach, the device stopped and opened after firing 10mm. The line was incomplete from center. Another device was used to fix the staple line and complete the case. There was no patient injury.